Event description:
Boston scientific received information that this device appeared to be depleting prematurely. No revision has been performed and the patient will continue to be monitored. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.